Manufacturer narrative:
Intuitive followed up and obtained additional information. It is likely that the message "arm is at a rotation limit. Unroll arm" was displayed. The arm had reached the limit of its range of motion, and performing an unroll operation to rotate it back by one full turn is believed to have resolved the issue. No patient information is available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that arm 2 did not move properly, exhibiting non-intuitive motion. The issue was resolved by rotating something. The situation was explained and ongoing monitoring was recommended. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer mentioned that they rotated something to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.